Manufacturer narrative:
Additional manufacturing narrative: it was indicated by the customer that all units received during the reported event were affected; and therefore, will not be returned for evaluation since returning the units in the same manner they were received would be a safety issue. The product involved in this event has not been returned to allow for an analysis to be performed. If the products are returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that they are concerned and complaining about the packaging/shipping of (B)(4). They reported the batteries were shipped without plastic covers on the terminals and this created a possibly dangerous situation. They received 20 batteries on so (B)(4) and 10 batteries on so (B)(4) . The customer states that batteries were shipped from masimo without terminal covers. They were sparking while unboxing. Per the customer, "no harm was caused from the sparking batteries." No consequences or impact to patient were reported.